Event description:
On (B)(6) 2011, pt reported he just got out of the hospital. Pt stated his infusion device was back feeding the insulin back into the infusion device. Pt reported he would do a bolus of 15.0 units of insulin and his blood glucose level kept going up. Pt stated his blood glucose level went as high as 650 mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported he was treated with an IV drip of insulin while in the hospital and released within a few hours. Pt stated the insulin was leaking into the insulin cartridge compartment. Pt reported he changed the infusion set, insulin cartridge, infusion adapter and the infusion set tubing before going to the hospital. Pt stated he did not notice the leak until he got to the hospital. Pt reported the cartridge compartment is still moist. Pt stated there was enough insulin in the cartridge compartment to pour out. Pt reported there were no error messages. Had pt remove the insulin cartridge. Pt stated the insulin cartridge and the infusion adapter is wet. Pt reported the insulin cartridge before going to the hospital was not leaking that he knows. Pt stated while at home his blood glucose level was still elevated because he was not on the infusion device. Pt reported he treated those elevated blood glucose levels with his insulin pen. Pt stated he was able to bring his blood glucose down by using shots. Product was replaced and requested return of the alleged product for evaluation.